Event description:
All results mg/dl. Caller reported aviva system blood glucose results of: 8:20pm 240, 8:13pm 487, 8:08pm 263, 8:03pm 226, 8:02pm 533, 8:01pm 174, 7:58pm 446. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.